Event description:
Event description guidant received information that during the implant procedure, this pacemaker could not be interrogated while it was still in the sterile packaging. Two different programmers were used without resolution. The device was removed from the procedure prior to pocket closure and returned for analysis. No adverse patient effects were reported.